Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch veriopro meter read inaccurately erratic. The patient reported blood glucose results of "52, 221, 137, 53, and 56 mg/dl" with the subject meter, performed within 20 minutes of each other. The patient did not experience any symptoms or seek any medical attention because of the reported issue. As the results fell outside expected values for precision testing, this complaint is being reported.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned (B)(4) 2012 and evaluated by product analysis (pa) respectively on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The meter was found to work properly. The test strips passed all testing with no faults. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.